Event description:
The patient's device showed high impedance on a system diagnostic test. No known surgical intervention has occurred to date. No other relevant information has been received to date.